Manufacturer narrative:
Device evaluation: "the device related to the reported event of rupture was received on (B)(6)2021 with lot number 2057783. Visual analysis of the returned device identified: underweight, broken shell. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge broken on anterior side assessed as surgical damage."

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.